Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The transducer was evaluated and tested, the reported problem could not be reproduced or confirmed. The system has returned to service with no similar issues reported.

Event description:
It was reported the x8-2t transducer failed the electrical safety test. The transducer was associated with an epiq cvx ultrasound system. This issue was found outside of clinical use and there was no patient or user harm. The service engineer shipped a replacement transducer directly to the customer to address their immediate concerns. Philips has started an investigation and upon completion, a follow-up report will be submitted.